Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 3. Manufacturer email, d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. H3 testing of actual/suspected device investigation summary: the product was returned to ethicon for evaluation. Two small needle- suture pieces were received for analysis. Product code 8710h, this product code is double armed. During the visual inspection of the needle-suture pieces, no needle pull off was noted. The swage and attachment area were noted to be as expected; however, marks were noted on the body. The functional test was not possible because the suture was received with a short length. Furthermore, body fluids were observed, and the extremes were noted to be cut, with damage (crushing) present near the swage area, likely caused by a surgical instrument. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 incomplete device returned investigation summary: the product was returned to ethicon for evaluation. One detached was received for analysis. Product code 8710h; the product code is single armed. The visual assessment of the detached needle, the swage and attachment area were noted to be as expected; however, marks and needle bent were noted on the body. The barrel hole was examined, and no remnant of suture was observed in it. The other section of the suture-suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since all needles were noted used and with marks of the surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 3 minutes, action taken when event occurred? Another suture was open another box or batch of new suture, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Not yet, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there patient consequences? If yes, please specify. Lot number? Please perform and document the follow up attempt for product return. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent abdominal closure on (B)(6) 2025 and suture was used. The needle broke from the thread while the doctor is suturing the patient during the procedure. Surgery was delayed, 3 minutes. Another suture was open another box or batch of new suture, procedure was successfully completed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected h3 incomplete device investigation summary the product was returned to ethicon for evaluation. One detached was received for analysis. Product code 8710h; the product code is single armed. The visual assessment of the detached needle, the swage and attachment area were noted to be as expected; however, marks and needle bent were noted on the body. The barrel hole was examined, and no remnant of suture was observed in it. The other section of the suture-suture was not returned for analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint since all needles were noted used and with marks of the surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history review the manufacturing records could not be reviewed as the batch/lot number is unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.